Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the right ventricular (rv) lead failed to capture. The patient was asymptomatic. The rv lead was explanted and replaced. The patient was stable throughout the procedure

Manufacturer narrative:
Analysis was normal. No anomalies were found.